Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: a1, a5, b4, b7, e1, g3, g6, h2, and h10.

Event description:
No further event information available at the time of this report.

Event description:
It was reported patient is experiencing pain, difficulty ambulating, and decreased range of motion approximately 3 years post implantation. No revision procedure has been scheduled. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-00956, 0001822565-2022-00957, 0001822565-2022-00958. Gender solutions male (gsm) femoral component porous size 5, right catalog#: 00541201802 lot#: 63505961; articular surface ultracongruent size 3 4 catalog#: 00542802309 lot#: 64063915; porous coated stemmed tibial baseplate right size 4 catalog#: 621201240 lot#: 63390398. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical records received identified severe three-compartment degenerative arthritis, noted erosion, osteophytes, hypertrophic synovium in all three compartments of the knee and a four millimeter resection from the femur due to knee flexion contracture preoperatively. No intraoperative complications were identified. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.